Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that the patient came in for a refill and they were unable to fill his pump so they sent him to the emergency department (ed) because they thought his pump flipped. The hcp stated he also needed to be filled today and they did not have a template so wanted a local rep to come out and assist. Technical services provided number to the national answering service (nas) and the hcp did not have time to provide other information before disconnecting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that an x-ray was obtained in the emergency room (ER) and the radiologist communicated with the ER staff that the pump was not flipped. The patient was not filled in the ER and the patient was referred back to the clinic to do so, by the ER staff. The issue was resolved at the time of this report. Additional information was received from the rep on (B)(6) 2024 indicated that the cause of being unable to access the reservoir was not determined. Additional information received from the healthcare provider (hcp) on (B)(6) 2024 indicated that, in regard to the inability to fill the pump and thinking the pump had flipped, the nurse and provider made multiple attempts to align and access the pump but were not successful. They needed x-ray to verify if the pump was still placed properly. The patient was not hospitalized but was in the emergency room (ER) and they were unequipped to address the pump. In regard to the cause of the inability to fill the pump, the patient was sitting in his wheelchair, reclined back. The patient had a large abdomen and the pump was in the right lower quadrant. Positioning to successfully access the pump was challenging. The patient was referred to a local provider, who refilled the pump and would be managing it going forward. The pump was used to deliver baclofen (2000 mcg/ ml at 426.7 mcg/day).

Manufacturer narrative:
H6. Device code a0104 is no longer applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.